Event description:
It was reported that during a da vinci myomectomy procedure, while using the harmonic ace curved shears instrument with the harmonic ace curved shears insert installed, the jaw on the harmonic ace curved shears insert broke off and fell into the patient. The broken instrument accessory piece was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014 intuitive surgical, inc. (Isi) received additional information from the initial reporter of this complaint. According to the initial reporter, the surgeon was performing myoma extraction when the instrument accessory broke. The harmonic ace curved shears instrument with the harmonic ace curved shears insert installed did not make contact with any other instrument during the surgical procedure. The broken instrument piece was retrieved laparoscopically using a grasper instrument.

Manufacturer narrative:
The harmonic ace curved shears insert was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode as the harmonic ace curved shears insert accessory had a broken blade. The broken fragment was also returned. The curved blade fractured at the weld pin. Disassembly of the insert also found a spot on the weld pin that may be a sign of contact between the blade and the pin. The contact between the pin and blade during the application of energy may lead to breakage. It was concluded that the damage to the harmonic ace curved shears insert was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: the blade on the harmonic ace curved insert broke off and fell into the patient. Based on the information provided, the broken instrument piece was retrieved.